Event description:
It was reported the patient's ipg failed to establish communication with external devices and pain at the ipg site. Troubleshooting was tried to no available. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.